Event description:
It was reported that tandem mobi pump generated cartridge alarms during cartridge loading on multiple dates, including cartridge alarm 30 with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and caller declined an out-of-warranty loaner pump.